Manufacturer narrative:
E1 - initial reporter, site name, and address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during a routine check the cs300 intra-aortic balloon pump (iabp) ECG and pressure lines were found to be damaged. There was no patient involvement. No harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that upon inspection, it was found that the ECG and pressure lines have tears, possibly caused by impact, resulting in damaged insulation of the cables.